Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic low anterior colon resection procedure, when closing the device that they were able to turn the handle beyond seeing the green bar in the window. The device did not fire accordingly. The staple did not form properly and the anastomosis separated. They resected additional proximal and distal colon that extend the surgical procedure for more than 30 mins and used a new device that complete the procedure.